Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and evaluation results of the suspect device. An olympus technician completed a full evaluation of the subject device. The jaws had both vertical and horizontal symmetry when in both the open and closed positions. The jaws had no visible damage. When closed, the jaws maintained correct alignment. The latch feature of the device functioned as intended when in both the on and off positions. The rotator knob was able to rotate the shaft its full range of motion. When the jaws were closed together, the cut feature was able to cut and extend, with no damage to the blade. The blade was able to cut through multiple layers of tissue. There were no cracks in the insulation. To replicate the re-grasp error, the device was tested with different thicknesses between the jaw teeth and in all situations, the coagulation feature worked as intended. As a result, the initial event could not be confirmed. The observed failure is a known phenomenon resulting from a lack of tissue grasped in the jaws when using the coagulation feature. The following information is stated in the instructions for use which may have prevented the event: "if forceps jaws come in contact with each other when the power is activated, instrument will short out and the generator display will show ¿re-grasp¿. Release the forceps jaws so they are not in contact with each other and the device will become operational."

Event description:
Customer updates on event reported; communication with the customer, the following information was provided. The issue occurred during a myomectomy procedure. The intended procedure was completed with another pk-cf0533 device. The lot number of the device used to complete the procedure is unknown.

Manufacturer narrative:
This report is being supplemented to provide additional information based on customer response and updates. The following sections were updated: b5, g3, g6, h2, h6 and h10.

Manufacturer narrative:
The subject device is being shipped from service center (B)(4) to olympus USA. To date, the subject device has not yet been received for evaluation. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, during a therapeutic procedure, the device exhibited re-grasp error several times, the device did not work. The device was set on functional mode: seal & cut mode 1. The user replaced the device with another same device however, the same re-grasp error occurred. The user replaced the device and with further replacement according to the reporter, the user completed the procedure. There is no patient harm or injury reported due to the event. No user injury reported. This report is related to a report with patient identifier (B)(6).